Manufacturer narrative:
Visual inspection revealed that the body of the paddle lead was severely damaged. It appeared the electrodes were torn off the paddle body by pulling on the lead body and lead body cables. Two proximal ends of the paddle lead were cut and not returned. This type of deformation occurs when the lead is exposed to excessive tensile force causing the lead body to stretch.

Event description:
A report was received that following an vehicular accident x-rays confirmed the patients lead was visually damaged. The damaged lead was replaced.

Event description:
A report was received that following an vehicular accident x-rays confirmed the patients lead was visually damaged. The damaged lead was replaced.